Event description:
The patient has two leads from the same lot. It was reported, the patient felt what she described as a "stinging" sensation at her lead site. X-rays were taken and determined one lead appeared to be disconnected. During a surgical procedure on (B)(6) 2012, the battery was exposed with a port plug in one port and the other lead was plugged in. The physician stated, the unconnected lead appeared to have been cut. Another x-ray was taken and it identified the other lead was partially out of the epidural space, thus causing the stinging. The physician replaced the patient's leads. The patient was reprogrammed and is now receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.